Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument (pch) would not move correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi)l followed up with the initial reporter and obtained the additional information: there was no patient injury. There was no damage found on the pch instrument.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Isi did receive a da vinci product to perform failure analysis. The pch instrument was analyzed and found to have a loose pitch cable at the grip hub. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. The probable root cause is attributed to a loss of cable tension.